Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The unit was tested, but the ventilator inoperative alarm was not able to be reproduced. The device's main board was replaced to resolve the issue.